Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, malfunction in the power supply, could not be identified. Based on the facts obtained from the investigation, the cause could not be presumed because this product had not been returned to the repair department. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable because there is no evidence obtained that the problem is caused by misuse of the user.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported the video system center had a malfunction in the power supply. The issue occurred before an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.